Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the base of the inserter was missing. However, the broken pieces were not returned for investigation. Photos were not provided for investigation. The most likely cause usually is the excessive force used to pry and/or leverage the device.

Event description:
It was reported that during a shoulder stabilization surgery the metal part at the top of the anchor where you hit it fell off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.